Event description:
It was reported that a patient underwent a posterior cervical fusion using rhbmp-2/acs. The patient subsequently developed a collection of fluid posteriorly that required irrigation and debridement. The patient's status is unknown.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.